Manufacturer narrative:
Product analysis: visual review identified the retaining ring, which retains the reduction body to the reduction nut on the reduction sleeve, is missing and not returned for analysis. Unable to analyze the root cause of the instrument disassembly without the retaining ring.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the sequential reducer in one case failed trying to reduce the rod into the screw. The sequential reducer could not overpower the rod and the nut that is turned to reduce the rod stripped. This reducer was removed and another used successfully. No fragment of the instrument remained inside the patient. The products came in contact with the patient. No patient complications were reported as a result of this event.